Manufacturer narrative:
Additional info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
While removing the saf-t-intima catheter, the cannula bent and twisted. The catheter broke, leaving about 15 mm in the patient.